Manufacturer narrative:
(B)(4). P-cap locked in place properly during testing. Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, unit received with partially broken retainer but p-cap was able to locked in place

Event description:
Information received by medtronic indicated that the insulin pump had reservoir ring broken. The customer stated that the damaged on retainer ring. Customer stated that reservoir was locked in place. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.